Event description:
Received information stating customer received occlusion alarms and altitude alarm. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.